Manufacturer narrative:
No patient injury has occurred following this incident.

Event description:
Customer had bravo procedure where the capsule failed to attach. The pt was not harmed. Capsule fell into the stomach and they used the endoscope with a basket to retrieve the capsule. Noted the trocar was extended when examined. Placed another capsule with no problem.